Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction of the nitrous oxide mixer which could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The customer had rebooted the system prior to service. After reboot, the unit is operating as expected with no reoccurrence of the reported issue. There was no reportable malfunction. This event was not reportable.